Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced damaged logic board and flex cable. Replaced corroded left/ right iui's and cracked wireless panel. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the logic board - connector failure (broken junction j9). Device history review a review of the device history record for (B)(4) was performed from date of manufacture 02/20/2013 to present date 12/17/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure (B)(4) for out of specification/ error 133.6090, which does not correlate to the customer reported issue.

Event description:
It was reported that the backlight connector broke off the board. No patient involvement.